Event description:
It was reported that the lead was found to be programmed unipolar, and no lead warning was noted. Additionally the lead was programmed to bipolar and then the lead had no capture, no sensing, and had low lead impedance. The unipolar impedance was higher than the bipolar impedance. The lead is still in use. No patient complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.